Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a slow leak was noticed in tube feed tubing causing puddles of tube feed to leak on to the floor and other equipment. The issue occurred during use. No injuries were reported.